Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found the position #4 plunger clamp gummed up from sample fluid. Fse replaced the plunger clamp and lld spring and cleaned the tip clamp and sleeve. Fse ran lld test without errors. Fse replaced 4 plunger clamps for failing plunger holding force test. All replacement plungers passed test. Fse replaced 2 tip sleeves, 6 tip clamps, and lld springs due to wear. The instrument was tested without further problem and was returned to expected operation.

Event description:
The ortho summit sample handling system instrument did not pipette sample and reagent and did not generate an error message. No death or serious injury was associated with this incident. This report corresponds to ortho clinical diagnostics inc.